Event description:
(B)(4) study. Same case as MDR#2134265-2013-07270. It was reported that total vessel occlusion occurred. In april 2009, the patient presented with stable angina (ccs classification 1) and the subject was referred to cardiac catheterization. The 99% stenosed, 32 x 2.5mm target lesion was located in the proximal right coronary artery (rca). The target lesion was treated with pre-dilatation, placement of 2.50 x 38 mm and 2.50 x 12 mm study stents, and post dilatation with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In december 2010, the patient experienced angina. The 90% in-stent restenosis located in prox rca extending to mid rca was treated with placement of 2 (2.5 x 25 mm and 3.0 x 28 mm) promus stents. In (B)(6) 2013, the patient presented with worsening angina. A total occlusion of the ostial rca occurred. During coronary angiography, non-bsc 6fjl4 and 6f guide catheters were used. Difficulty was encountered trying to cross the lesion due to a significant spasm which did not respond initially to nitroglycerin. The event was resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, a percutaneous coronary intervention was scheduled for the total occlusion of ostial right coronary artery (rca). The patient was hospitalized on the same day. The 100% in-stent restenosis noted in the proximal rca extending to mid rca was treated with the direct stent placement of 3 (2.75 x 38mm, 3.0 x 38mm and 3.0 x 12 mm) promus drug eluting stents, .following post -dilataion with 0% residual stenosis. The event resolved without residual effects and the patient was discharged.